Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The pilot valve adapter assembly was replaced to resolve the reported issue. Incident date unknown. Block d4 unique device identifier: (B)(4). Date received by manufacturer: this MDR malfunction event was previously eligible for the voluntary malfunction summary reporting (vmsr) program. As of 9/16/2019 notification from FDA, this product code is no longer eligible for vmsr. According to the notification, ge healthcare must submit individual reports within 30 calendar days of receiving the notification. Therefore, this event is being reported as an individual MDR report due 10/16/2019.

Event description:
The hospital reported a leak in the suction system which reduces suction. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received advising that maximum suction was not lost. Therefore, this event was not a reportable malfunction. Additional information was received advising that maximum suction was not lost. Therefore, this event was not a reportable malfunction.